Event description:
Customer's husband called to report customer hospitalization. Customer was treated for high blood glucose. The blood reading at the time of the event was over 800 mg/dl. Customer experienced a headache. The insulin pump alarmed motor error when she tried to bolus. Customer started to get sick to her stomach and could taste keytones. Customer was treated with intravenous fluid and insulin. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during occlusion test due to moisture damage noted in force sensor. Scratched display window and cracked reservoir tube lip noted during visual inspection.